Event description:
As reported by the edwards lifesciences affiliate in japan, a pericardial effusion with hemodynamic instability occurred requiring pericardiocentesis during a pascal precision ace procedure in mitral position. A pericardial effusion (pe) had already been observed before the procedure. During the procedure, an increase in the pe was noticed when blood pressure began to trend downward, followed by gradual collapse of the left atrium that made echocardiographic visualization difficult. The hemodynamic instability was observed as the symptom. Pericardiocentesis was performed as an intervention. The exact location of the perforation or effusion could not be obtained. Procedure continued and optimal regurgitation reduction was achieved. The patient recovered following the event. Per medical opinion, in a small left atrium, manipulation involving bending of the guide sheath and adjustment of the gain height caused the catheter to be pressed against the posterior wall of the left atrium, which was thought to have resulted in injury to the posterior left atrial wall and subsequent pericardial effusion.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Information added/updated to section b4, g3, g6, h2, and h6 (component code, type of investigation, investigation findings, and investigations conclusions). Additional h6 type of investigation code: labelling review. H11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for inability or difficulty to insert device into transseptal puncture location was confirmed with empirical evidence based on information provided. Available information suggests procedural context (in a small left atrium, manipulation involving bending of the guide sheath and adjustment of the gain height caused the catheter to be pressed against the posterior wall of the left atrium, which was thought to have resulted in injury to the posterior left atrial wall and subsequent pericardial effusion) likely contributed to the reported event. Since no edwards defect was identified, corrective or preventative actions are not required.